Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain indications for use. It was reported that their pump was implanted on january 31st. The patient stated that they never received any of the equipment¿s that goes with the pump. The patient reported that they were supposed to have their pump filled on the 20th of this month and they did not have anything. The patient stated that both managing physician and implanting physician are unsure of where patient's equipment was and was under the assumption that patient should have one. The patient was redirected to their healthcare provider to further. No symptom was reported.